Event description:
(B)(6). No serious injury alleged. Malfunction alleged. Consumer alleges the middle of the spring deck on his bed bowed. Consumer alleges that the springs are not as high in the middle as they are on either end of the spring deck. MDR filed.